Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received, section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issues related to a CPAP device's sound abatement foam. Patient alleged device will not turn on/device not functioning, device/power cord or supply too hot to touch, particles in airway from device, sometimes louder than usual (patient noticed it due to daily use), it would then disapear, patient woke up at night chocking, and felt like he had particles in his throat, and had throat irritation, device was sometimes hotter than usual, but it would go away. Patient's throat is still irritated after use. There was no report of serious or permanent patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer hung up and terminated the call before asking gfe related questions. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated and corrected by adding health effect - clinical code which was missed in initial report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.